Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-01130, 01132. On (B)(6) 2010, the plaintiff was implanted with an ams elevate graft for stress urinary incontinence and pelvic prolapse. It was alleged that the plaintiff experienced pain with intercourse and vaginal irritation shortly after the implant. On or about (B)(6) 2011, the plaintiff had to undergo perineoplasty and vaginal fibrosis to remove the scar tissue that had formed from the implant surgery. It was alleged that the plaintiff still suffers from urinary incontinence and painful intercourse and other issues. It was indicated that the plaintiff has, "suffered serious bodily injury, mental and physical pain and suffering."